Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp. Upon troubleshooting the iabp a faulty power cord was revealed. The fse proceeded to order and replaced the power cord and then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) will not turn on. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.